Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g3, h2, h3, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, no non-conformances were found related to this device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6). E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced an image not in focus (image issues) during set-up/ inspection for use. There were no reports of patient harm.